Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. As reported product details unknown star mobile bearing. (B)(4) .

Manufacturer narrative:
Evaluation revealed the sliding core, uhmpwe, 6mm to be the subject product. No further associated products were reported. Deficiency in material or manufacturing was not found. The affected sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a female patient had been treated with a total ankle arthroplasty (star) on (B)(6) 2010 due to a left ankle traumatic arthropathy. On (B)(6) 2015 the patient underwent a revision surgery in order to replace the poly, which was detected as broken after an implantation period of four and a half years. The received sliding core was completely fractured in the coronal/ transverse plane. The material deformation/ delamination and abrasive wear found adjacent to the keel-trough (surface damage) was most likely produced/ caused by contact with the talar component (talar keel). The edge damage (abrasive wear/ secondary wear scar) at one of the corners of the polyethylene was likely linked to bone contact (e.g. Impingement with either the medial or lateral malleolus). Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿ (1). ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿. (2). The key factor regarding the longevity of the polyethylene sliding core is the correct alignment of the implant components ¿to assure even distribution of forces on the polyethylene liner during gait¿ (3). The tibial and the talar component of the star ankle prosthesis have to be positioned ¿parallel to one another¿. A misalignment (especially greater than 5 degrees) ¿between the tibia and talus will cause increased stress and wear on the polyethylene component, greatly increasing the risk of failure of the polyethylene and loosening of the other components¿ (3). As only x-rays prior to the revision surgery were received, which furthermore were of a very poor quality and were wrongly projected (the central beam did not go through the endoprosthesis), a medical review was not possible. It could therefore not be determined whether the star components had been implanted in alignment respectively if edge / eccentric loading had been applied on the polyethylene sliding core. If other adverse effects (like obesity, unreasonable stresses,¿) did contribute to the fracture of the sliding core could not be determined due to missing information (e.g. Patient data, patient¿s post-implant behaviour, ¿). In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Based on the above information and referring to that no deviation was found in the manufacturing documents the breakage of the polyethylene sliding core was not related to a deficiency of the device, but was most likely linked to a fatigue fracture. Fatigue fracture of the implants is listed in the IFU as an adverse effect.

Event description:
Rep reported that he was in training so did not attend the case. I was told the mobile bearing was broken and the revision was done to replace it. Revision reason was reported to be ankle pain/broken poly. Bone quality was reported to be good. It was reported that the poly was in two pieces prior to surgery. Only the mobile bearing component was revised.

Event description:
Rep reported that he was in training so did not attend the case. I was told the mobile bearing was broken and the revision was done to replace it.